Event description:
The complaint description is reported as: during a thyroidectomy, the clip did not close well on small vessels parallel to the superior thyroid artery. Hemostasis occurred. The pt was immediately re-operated on. The condition of the pt after the intervention was good. No further info. Available.

Manufacturer narrative:
Sample requested for evaluation, but not received at the time of this report. Investigation results are not available at the time of this report.